Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform ((B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and no physical damages were observed. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 around the customer reported event date. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).